Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the accu-chek connect app are not accurate. No adverse event was reported. No product will be returned for evaluation.